Event description:
It was reported that during patient use, a ventilator generated an alarm, which could not be canceled. There was no patient harm reported. The patient was placed on an alternated ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).